Manufacturer narrative:
On 23-aug-2024, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the medical team was unable to insert the dilator at the punctuation area on the groin. The tip of the dilator was reported to be frayed and "hang-nailed". No damage was observed on the shaft. Once the vizigo short was replaced, insertion in the groin could be done. After that, the procedure was completed with no problems. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the dilator had a broken condition. No other damage was observed in the dilator or the sheath. Device history record was performed for the finished device 60000355 number, and no internal actions related to the reported complaint condition were identified. The dilator issue reported by the customer was confirmed. The potential cause of the dilator damage could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the medical team was unable to insert the dilator at the punctuation area on the groin. The tip of the dilator was reported to be frayed and "hang-nailed". No damage was observed on the shaft. Once the vizigo short was replaced, insertion in the groin could be done. After that, the procedure was completed with no problems. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturer site country code was mistakenly omitted. Additionally, on 5-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).